Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2011, it was noted that there were problems with the instrumentation set. No additional information is available. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The distal tip of the instrument is indeed broken off. The damage is indicative of a high mechanical force which was applied during use. Synthes has had similar complaints and has decided to revisit this particular design in order to eliminate such problems in the future. The t-pal small trial implant has also been checked and found to be in working order.